Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl and had skin irritation on the insertion site. Customer reported skin irritation on the infusion set insertion site. It was mentioned that there was no sign of infection and no blood at site issue. Customer also reported a high blood glucose of 500 mg/dl and treated. Customer declined high blood glucose troubleshooting. Customer was advised that an infusion set tape kit will be sent and no product is expected to return for analysis. Reference (B)(4) on reservoir.